Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Dried blood was found throughout the helix mechanism confirming the reported clinical allegation. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, the patient with this atrial lead reported experiencing diaphragmatic stimulation. It was noted this lead was dislodged. A revision procedure was performed. Attempts to reposition this lead were unsuccessful as there was tissue throughout the helix mechanism. This lead was removed, replaced and returned for analysis. No further patient symptoms were reported.